Manufacturer narrative:
Sections with additional information as of 09-feb-2021: d10/h3/h6: expected meter was returned for evaluation. Product evaluation results of reported defect not reproduced on returned meter. Customer returned incorrect strips most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Poor tech-inaccurate reference.

Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for investigation yet. Note: manufacturer contacted customer in a follow-up call on 24-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the product resolved the initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 242, 202, 199 and 220 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-120 mg/dl and expected post-meal (3-4 hours) fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting (2 hours post meal) and produced test result of 232 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/13/2022 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6).